Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Physical inspection found a seizing motor. The device was operating out of specification with respect to the reported symptom. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.